Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture. Explantation date: (B)(6), 2022. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: pc-001193209

Event description:
It was reported that a 36-year-old black or african american female patient underwent primary breast reconstruction surgery with a 800cc mentor memorygel breast implant and experienced breast implant rupture on her left side postoperatively; diagnosed after physical. As a result, the device will be explanted on (B)(6), 2022.

Manufacturer narrative:
On september 30, 2022, mentor became aware that the right side baker grade was iii. On october 3, 2022, photo evaluation was completed. Photo evaluation summary: rupture was confirmed via MRI. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 28, 2022, mentor became aware that the patient experienced bilateral breast implant ruptures, right side capsular contracture; baker grade unknown, and underwent bilateral implant exchange surgery on (B)(6) 2022. Mentor was also informed that the devices are no longer available for return. Device photos were provided. When photo analysis is completed, supplemental report will be submitted. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. This supplemental medwatch report is for the patient¿s left-sided device. Right side complication is being reported separately. Manufacturer¿s reference number: (B)(4).